Manufacturer narrative:
It was reported that the patient experienced pain, infection, urinary problems, recurrence, dyspareunia, vaginal scarring, and other. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06164. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): it was reported that the patient had the concurrent procedures of laparoscopic assisted vaginal hysterectomy and umbilical hernia repair performed during mesh implantation.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop, sui, abnormal uterine bleeding, and umbilical hernia.